Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. A 3.00mm x 20mm nc emerge® balloon catheter was advanced for dilatation; however, the tip sheared off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge balloon catheter was received in two pieces with a non-bsc guide catheter. The device was separated at the proximal end of the distal end of the guide wire exit notch. The separated end of the distal shaft was jagged and stretched which indicates that the separation was due to tensile overload. The guide wire exit notch was completely separated. The tip was not detached. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. A 3.00mm x 20mm nc emerge® balloon catheter was advanced for dilatation; however, the tip sheared off. No patient complications were reported.